Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient implanted with a screw using drivers in a unknown spinal therapy for adult degenerative scoliosis t5-pelvis. It was reported that when driving a screw into the patient with drivers, the tip of the screwdrivers broke off in the screw recess of the screw. The drivers had been used in the past and broke after repeated use. There were no patient symptoms or complications as a result of this event. No further complications were reported/ anticipated.